Event description:
Additional information received indicated that no adverse report updates had been received. Therefore, it was assumed by the reporter that "everything was fine."

Manufacturer narrative:
Correction information: date the manufacturer received reportable information was incorrect.

Event description:
Additional information reported indicated that the implantable neurostimulator (ins) that had impedance issues was the right hand side ins (B)(4). The ins was explanted. No further information was provided on the patient outcome. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that a new lead was implanted with an existing neurostimulator. Impedance values greater than 4000 ohms were found on electrode combination c-0, and some biopolar pairs. The physician tried disconnecting and reconnecting the lead to the neurostimulator but was unsuccessful at altering the impedance values. Additional information reported indicated that 7 of 10 electrode combinations were working properly, the rest had high impedances. It was unclear if these impedance measurements were performed intra-op, post-op or in a scheduled check-up. The physician programmed the patient using these "good electrode" combinations and had been using this programming since implant. It was noted that the patient was working with their physician to manage her symptoms. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model 3093-28 lot# v697759 implanted: (B)(6) 2011 explanted: na; programmer model 3037 serial# (B)(4).